Event description:
Information received notes that the patient was not sympto- matic and was pacing at sensor max rate while at rest. "Pt had a thorocotomy. [Opening the chest corrupted the resting to max mv signal and device likely locked at max rate]" which would be an expected result.